Manufacturer narrative:
(B)(4).

Event description:
It was reported that when extracting the atrial lead due to a non-device related issue, 4 cm of the electrode tip and coil were left in the patient's body. There were no adverse consequences to the patient.